Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutters could not be inserted, the bearings were worn out and loose which created a situation where the cutter could not be able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the bearings in the craniotome device were loose, thus occluding attachment. There were no delays to the surgical procedure. A spare device was available for use but the original device was used to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.